Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that x-ray revealed that the electrode tip portion had detached from the lead body. No electrical anomalies were reported. No device intervention was performed as the physician elected to monitor. Patient was stable.